Manufacturer narrative:
After inspection, cartridge replaced.

Event description:
Additional information was received indicating that no injury resulted.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection, cartridge replaced. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that a x-smart plus won't hold files. Unknown at this time of any injury.